Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the firing of strap was intended to be placed on the pubic tuberacle and the strap barely went through the mesh. The doctor opined that he was not firing on the bone or putting the shaft under torque. The procedure was completed using a tack that screwed in. There was no patient consequence reported.